Event description:
According to the reporter, after an esophageal procedure, it was noticed that the bravo capsule failed to transmit. There was no harm caused to the patient and no medical intervention was required. There was a repeat procedure performed. There was nothing unusual about patient or procedure and an endoscopy was performed prior to bravo procedure and the esophagus appeared to be normal. No known adverse events were reported.

Manufacturer narrative:
Investigation summary: one bravo capsule lot number 32467q arrived for investigation and was visually inspected for external damage, no damage was found. The qr barcode was scanned to retrieve the capsules ID and lot information which passed. Transmission was checked according to user guide ¿doc-2033-05¿, transmission test passed. A review of the device history recording indicated the product was released meeting finished product specifications. According to risk assessment dms 10000019918- ver.11; risk number 15.2- capsule and recorder do not communicate. This risk was assessed by afap. The failure confirmation was not confirmed and the products received met specification. The conclusion of the investigation is the bravo capsule worked properly and transmitted without any errors. No root cause found. If information is provided in the future, a supplemental report will be issued.